Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code for this report includes ktt.

Event description:
Patient was initially injured on (B)(6) 2012. Patient sustained a radial fracture, distal radius fracture, ulnar shaft fracture and distal ulnar fracture when he was drunk, passed out on the road and a truck ran over his arm. Patient was initially implanted on (B)(6) 2012. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware due to non-union. Patient was revised to new hardware with iliac crest bone graft. All hardware removed was intact. This is report 9 of 9 for complaint (B)(4).